Event description:
Per sound study adverse event form, this system was removed due to infection. Also associated with this report: philos dr, MDR: 1028232-2008-00667. Setrox s 53, MDR: 1028232-2008-00668.